Event description:
It was reported that the patient implanted with this tactra malleable penile prosthesis underwent a surgical procedure due to erosion of the tunica. The physician believed the erosion was the result of the device being the incorrect size for the patient's anatomy. The existing 11mm x 18cm device was removed and replaced with an 11mm x 20cm device. No additional patient complications were reported.